Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records review: the nurse could not confirm if the peritonitis was related to breach of aseptic technique. Nausea was most likely due to significant doses of dilaudid for abdominal discomfort secondary to peritonitis. It isn't clear what caused the peritonitis as this was not documented in the discharge summary. It cannot be concluded if the event was related to fmc products based on this particular medical review. Device review: the device was not returned t the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used to the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found four lot numbers shipped to the customer during that time period. All batches had been sold or distributed. The batch production records for these lots were reviewed. The batch records confirmed that released product met specification; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported incident a pt was admitted to hospital with peritonitis on (B)(6) 2015. Medical records show that the pt was admitted to the hospital on (B)(6) 2015 with abdominal pain, cloudy pd fluid, dizziness and nausea. The pt was treated with ancef and cefipime intraperitoneally and then cefipime and zosyn. All antibiotics were discontinued and ciprofloxin was recommended for 21 days at the time of discharge. She was discharged (B)(6) 2015 after the removal of pd catheter and transition to hemodialysis.